Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. The reported patient effect of death is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate medwatch report #. The additional adverse patient effects referenced are being filed under a separate medwatch report #.

Event description:
Details are listed in the attached article, titled ¿prognostic significance of the medina classification in bifurcation lesion percutaneous coronary intervention with second-generation drug-eluting stents." It was reported through a research article identifying xience prime and xience v drug-eluting stents that may be related to the following: angina, acute myocardial infarction, heart failure, stroke, ischemia, thrombosis, repeat cardiac catheterization, repeat target vessel revascularization by percutaneous coronary intervention, coronary artery bypass grafting, and death. No additional information was provided.